Event description:
Could not use. Called philips the day after veterans day, they gave me ticket number: (B)(4), and told me one of their techs would get back to me to resolve the issue, today is 12/02/2024 and have not heard a word. The doctor who originally has prescribed the unit has since retired and are attempting to find my medical records, which has my unit information. This has mostly led to dead ends. I have used a continuous positive airway pressure religiously for nearly 10 years. This is a shock to my system. My family doctor has reached out to several providers under my medical plan, and only one has responded to requests. This is starting to become a grave issue for me, and affecting my health. Whatever you can do would be appreciated.